Event description:
It was reported that the pt's progress with his implanted device has been poor. Revision surgery was performed in 2009 to attempt to reinsert two extracochlear electrodes of the pt's implanted device. The surgeon was unable to insert the electrode array any further.